Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the surgeon was drilling into bone and the tip of the drill bit snapped off into the patient¿s sinus. X-rays were taken to confirm the location of the broken tip. The on call ent surgeon was called in to help remove it. It was eventually suctioned out and found in the suction canister after 1 1/2 hours.

Manufacturer narrative:
The reported event that ¿the drill snapped off¿ could be confirmed. The visual investigation revealed that the tip of the drill was broken off near the shaft. The fracture surface shows the appearance of a forced rupture resulting from too high torsional loads. Furthermore the drill tip is dull and at the edge of one cutting guide strong material bulging is visible which indicates an impact with a hard material (no bone) causing high torsional loads. Based on investigation the root cause of the drill helix breakage could be attributed to a user related issue. The failure mode was caused by too high torsional forces during application due to an impact with a hard material (no bone). Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the surgeon was drilling into bone and the tip of the drill bit snapped off into the patient¿s sinus. X-rays were taken to confirm the location of the broken tip. The on call ent surgeon was called in to help remove it. It was eventually suctioned out and found in the suction canister after 1 1/2 hours.